Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Straight handle broke when hit with mallet.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. All available product photographs were reviewed. There is not enough evidence to confirm the complaint, the photo only shows a part of the metal shaft of the straight cup impactor. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.